Manufacturer narrative:
Correction: d1 d2a, d2b, d4, h4.

Manufacturer narrative:
Pending investigation. D10: 1899409 148-28-03 - 12/14 zirconia head 28mm +3.5mm neck 2033349 164-01-11 - element-stem, collarless w/ha, std offset, sz 11 2037328 180-01-48 - nv crown cup clstr hole 48mm group 1.

Event description:
Approximately 12 years 7 months after right primary total hip replacement, the patient returned complaining of pain and dissatisfaction with their left primary hip. The poly and a recalled implant were worn upon examination and imaging. The patient underwent revision where the stem, head, and liner were removed. A new liner was implanted into the cup and a competitors stem and the head was implanted into the femoral side. This event is not related to the breakage of a device. The event did not lead to a surgical prolongation/delay. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02443, 038671-2024-02129. This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) "and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."